Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. A 3.25mm x 12mm emerge balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon broke. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.